Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that three days post implant the right atrial (ra) lead exhibited high thresholds and atrial capture could not be confirmed on the presenting electrograms (egm). Over the following two weeks, the patient experienced palpitations and an irregular heart rate in the thirties in beats per minute. The ra lead also exhibited undersensing, oversensing of r-waves/oversensing of ventricular activity, low p-waves, a significant increase in capture thresholds, a thirty percent decrease in impedance and a potential lead dislodgement. It was further reported that the all at/af episodes are false due to noise/over sensing on atrial lead and it was also noted that the source of oversensing is electromagnetic interference (emi). The ra lead remains in use. No further patient complications have been reported as a result of this event.